Event description:
During an in house engineering evaluation it was found that the device had come apart. It was reported initially from the reporter that the truespan 24 degree peek device, at the time of opening, the anchor was outside the implant. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics, however photos were provided for evaluation. Visual inspection of the returned photos found both plates deployed at the distal end of the shaft. The white sleeve was deformed at the distal end. No other anomalies could be observed. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. ¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during the procedure; it is possible that the trigger was activated while handling the device. Additionally, the sleeve condition could be traced to failure to use a graft retractor during the needle insertion. As per the instructions for use, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there were no non conformances related to this event.